Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 mesh and monarc hammock were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pain, recurring infections, dyspareunia, incontinence, painful urination, and blackish brown discharge. It was reported that patient concurrently underwent hysterectomy, sacral colpopexy, and perineorrhaphy.

Event description:
It was reported that following insertion the patient experienced vaginal pain, recurring infections, dyspareunia, incontinence, painful urination, and blackish brown discharge. It was reported that patient concurrently underwent hysterectomy, sacral colpopexy, and perineorrhaphy.